Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, the test passed. A try it test was performed, and the test failed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output was confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event occurred. The patient stated he was walking down the stairs outside of his apartment and suddenly passed out. The patient's neighbor noticed the patient laying at the bottom of the stairs and called 911. When the emergency medical technician's (emts) arrived, they transported the patient to the hospital, performed a finger stick reading and the meter was displaying 22mg/dl. The paramedics administered the patient with intravenous (IV) therapy and provided the patient stitches on his head due to the fall. The patient was released from the hospital on (B)(6) 2018. Additionally, the patient stated they did not experience any symptoms prior to passing out and the receiver did not alert him of his low glucose values. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.